Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced issue with infusion set on (B)(6) 2025 where the patient faced high blood glucose level of 400 mg/dl which was treated by manual injection. The ketones were 5.8 mmol/l. Moreover, the symptoms were vomiting and headache. Therefore, the patient was hospitalized for three days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. DHR review: the lot 6001420 was manufactured according to the work instruction (wi) version 75 on (B)(6) 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction based on complaint information no malfunction describe and lot 6001420 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.